Manufacturer narrative:
(B)(6). Device has not been received for evaluation. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with the patient interface with 3 laser treatment. There is no patient injury reported and no patient complications.